Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings which triggered the threshold suspend alarm. The customer stated that the sensor glucose was 60, but her blood glucose level was 135 mg/dl at the time of the incident. Blood glucose level was 180 mg/dl and sensor reading was 253 at the time of the call. The customer was informed that the difference between the blood glucose and sensor glucose readings was not in the acceptable range. Troubleshooting was completed and the customer was advised to change the sensor. The sensor will not be returned for analysis.

Manufacturer narrative:
After further review of the complaint, it was determined describe event or problem was filled out incorrectly in the initial complaint. It was clarified the customer's sensor glucose value was not 60.

Event description:
The customer was advised to wait 60 minutes and verify sensor glucose has stabilized before entering a new value into the insulin pump.